Event description:
The AED was used in a rescue and after the pads were placed on the pt, the AED kept prompting the user to "place second pad" and didn't proceed past this prompt. The lid was closed and reopened several times to try and resolve the issue. Pad placement was verified and the amount of hair at the site of the pads was noted. The AED was closed. The CPR was re-initiated until another device was available. The pt died; however, the individual reporting the incident didn't think the AED caused the pt's death.

Manufacturer narrative:
The customer returned the AED to cardiac sciences and the evaluation is underway. The pads used in the rescue were discarded after the rescue and are not available for examination. The customer was unable to provide the lot number and expiration date of the pads.

Manufacturer narrative:
Correction: changed manufacture date from 08/2007 to 04/28/2005. Device evaluation: the AED and battery used in the rescue event were investigated. The pads used in the rescue were discarded after the rescue and weren't available for examination. The lot number and expiration date of the pads couldn't be provided by the customer. Examination of the AED's outer case, pads connector, and battery harness found no defects or damage. The battery also showed no signs of damage. Clinical and technical data reviews of the patient's rhythm couldn't be performed because there wasn't any rescue data. By design, rescue data will not begin to be recorded until both pads are placed on the patient and the AED detects impedance within the human impedance range. Examination of the device log from the time of the rescue found 0x55 errors which indicate the pads had been separated from each other, but weren't electrically connected to the patient. Testing found the AED met specifications and could accurately detect impedances within the human impedance range. AED self tests were run every 30 seconds for 2 hours and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. The customer's AED and battery were used in a simulated rescue with a defibrillator analyzer in an attempt to recreate the reported problem. The AED correctly identified pads placement, performed rhythm analysis, delivered shocks, and prompted for CPR following shock delivery. The AED functioned as designed during the simulation. The reported problem couldn't be duplicated and the root cause couldn't be identified. No problems with the AED were found and it operated correctly. The multiple prompts to place the second pad after it had already been placed on the patient indicate there was poor electrical contact between the pads and the patient. This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It's unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue. The customer was given a replacement AED.